Event description:
It was reported that during a cardiac ablation procedure, lesions were created including ablation of focal atrial tachycardia on the septum in the left atrium with conversion to sinus rhythm and linkage to the mitral valve, completion of prior pulmonary vein ablation around the left and right veins, radiofrequency cavotricuspid isthmus ablation, and then focal atrial tachycardia ablation in the right atrium. During this last set of ablation in the septum area of the right atrium, atrioventricular block was observed and was reported as type 3 heart block and complete heart block. No medications were reported to have been administered during the procedure that could contribute to heart block. As an intervention, pacemaker therapy was resumed. The case was completed with Pulsed Field Ablation. The patient¿s atrioventricular node reportedly had not recovered by hospital discharge the next day, and monitoring was planned to assess whether atrioventricular node activity would recuperate. It was noted that the patient prior to the procedure had a very long PR delay >400ms and was dependent on his pacemaker stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.